Event description:
Additional information was received that two days later, a follow up occurred with the patient. The patient's device was interrogated and revealed that multiple episodes of ventricular tachycardia (vt) were recorded. The patient's rhythm had accelerated from 325 milliseconds to 270 milliseconds where the device successfully reverted the arrythmia with a 41 j shock. It was noted that the patient had become syncopal prior to the shock. The physician elected to leave the device in service at this time with no changes. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time the device remains in service. A final report will be sent after information is received of the interrogation follow up on the device. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), experienced multiple episodes of syncope prior to ICD shocks and was subsequently hospitalized. The physician suspected the device settings are not appropriate for the patient or the charge times are too long (no field representative was called to see this patient). The device will be interrogated at a later date as it is unknown of the duration of pacing pauses that may have occurred. No additional adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
This device remains implanted and will not been returned; therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident.

Manufacturer narrative:
Additional information was received that on the (B)(6) 2013, an additional follow up occurred with the patient. The patient's device was interrogated and revealed that a shock was given for the patient's atrial fibrillation (af) with regular conduction which had four bursts of unsuccessful anti-tachycardia pacing (atp) delivered before a 41j shock reverted the af and slowed the ventricular rate. The physician suspected an inappropriate shock due to the af as there were other numerous episodes around the same time. One day later, another review of the patient's device was performed. The electrogram (egm) revealed that the patient did go into a true ventricular tachycardia (vt) with atrial/ventricular dissociation and the patient subsequently received a second shock which was appropriate and successful in reverting the vt. Again the initial therapy was deemed inappropriate by the physician. The physician elected to reprogram the device and the detection rate was increased from 150 to 170 beats per minute (bpm). Duration in this zone was extended from 2.5 seconds to 5.0 seconds and the rhythm ID was turned off and onset and stability turned on. No additional adverse patient effects were reported and the device remains in service.